Manufacturer narrative:
The device was received for evaluation and the reported issue was confirmed. Visual inspection of the nail showed minor visible scratches on the upper portion of the nail. X-ray images of the internal components of the nail revealed a flattened anti-jam washer. Functionality testing revealed that the nail was not distracting.

Manufacturer narrative:
No product has been returned for investigation nor were x-rays or ultrasound images provided to confirm the alleged event. At this time, the alleged event could not be confirmed.

Event description:
Information was received that alleged after two weeks out the precice nail has only achieved 3mm of length. It is unknown if the nail is distracting. Although requested, there was no patient information provided.